Manufacturer narrative:
Additional narrative: patient date of birth is not available for reporting. Date of event is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number (B)(6) . (B)(4) . Device history records review was completed for part # 04.112.523, lot # 7370123. Manufacturing location: (B)(4) . Manufacturing date: may 03, 2013. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follow: it was reported that patient underwent an implant procedure on (B)(6) 2014. During the post-operative radiological exams on an unknown date, it was detected that the tibial locking compression plate (lcp) was ruptured. The implant was removed on (B)(6) 2016. No information about patient condition and outcome was reported. This report is for one (1) locking compression plate. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (3.5mm ti lcp low bend medial dstl tibia pl/10h/left/187mm), part number 04.112.523, lot number 7370123. The subject device was returned with the complaint condition stating the returned plate was examined and the complaint condition was able to be confirmed as the implant was broken through the third shaft combi hole from the distal end of the device. Surface wear (scratches, worn anodization, etc.) Was noted with the returned device consistent with implantation and explantation. Additionally a fragment of a titanium 3.5mm locking screw was noted to be lodged in the locking portion of the second combi hole from the proximal end of the plate. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The lcp medial distal tibial plate 3.5mm low bend (04.112.523) is noted in the lcp low bend medial distal tibial plate 3.5mm system (technique guide: dsem/trm/1115/0544-1_lr) which is intended for intra- and extraarticular fractures. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.